Event description:
It was reported that low audio output occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. A manual sound test was performed and passed. Functional tests were not performed as the receiver failed to communicate with computer. An internal visual inspection was performed and passed. The speaker resistance was measured and passed. The receiver log was not downloaded and reviewed as the receiver failed to communicate with computer. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.